Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 16f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath remained a 16f sheath and the evar procedure was completed. The knots were advanced with the suture trimmer; however, one of the sutures broke. Another prostyle device was used to achieve complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.